Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. The user may prevent occurrence of the suggested event by handling the device in accordance with the instructions for use (IFU): "precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope could not be reprocessed by the soluscope automated endoscope reprocessor (aer) because of a possible leak in the sheath (insertion tube). The aer generated an error message due to an air/water flow issue with the scope. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The air/water flow system had air/water flow issues. The pins of the plug unit connector had air leakage. The nozzle was clogged by crystallized remaining element. The remains were dissolved during flow measurement. The bending section cover glue was worn out and peeled off. The light guide (2x) lens was chipped. Key top one (1) had wear. The bending tube had an abnormal shape. The angle wire was stretched. The connecting tube was snacky. The distal end unit had an aging effect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.